Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship may exist between ccpd therapy with the liberty select cycler and the patient¿s death. At the time of this clinical investigation, there is no allegation or objective evidence that a malfunction or deficiency of the liberty select cycler or any fresenius product(s) or device(s) were temporally associated with this event, as it could not be determined if the patient was actively undergoing ccpd therapy on the liberty select cycler at the time of death. Based on the available information, the cause of death can be reasonably associated with the patient¿s reported comorbidities. Cardiac disease is a well-known contributor to mortality in the environment of end-stage renal disease. Additional contributing factors, such as diabetes mellitus, exacerbate cardiac and renal dysfunction and present a poor prognosis of survival. There were no documented allegations or objective evidence a fresenius product deficiency or malfunction caused or contributed to the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient had expired. There was no specific allegation this event was related to any deficiency or malfunction of fresenius device(s) or product(s) in the initial reporting. Upon follow up, the patient¿s pdrn reported this patient expired on (B)(6) 2020 at home. The cause of death was unknown. It was reported the patient may have been connected to the liberty select cycler at the time of death, but it could not be confirmed. The patient was found post-mortem by family in their home. The cause of death had not been reported to the outpatient clinic, though it was believed by the patient¿s pdrn the cause of death may have been attributed to cardiac disease, as it was reported the patient had multiple cardiac problems. The exact diagnosis(es) of the patient¿s cardiac disease was unknown. The death certificate and end-stage renal disease death notification were not available. It was confirmed by the pdrn that this event was not due to a malfunction or deficiency of the liberty select cycler or any fresenius product(s) or device(s). The pdrn reported the patient¿s liberty select cycler is in possession of the outpatient clinic and a return request to fresenius has been submitted.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. When turning on the cycler unit, it alarmed with s_003 battery ram error alarm. In order to clear the alarm, in diagnostics an ¿init batram¿ function was performed. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An internal visual inspection was performed with no discrepancies noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.